Manufacturer narrative:
Manufacturer's investigation conclusion: the controller was investigated following the reported event of low speed and pump stops that were confirmed via the log files. On (B)(6) 2020, low speed and pump stop events were captured while the patient was connected to battery power. Two motor stopped alarms were captured during the pump stop events, and the abnormal pump operation was associated with low speed hazard alarms. Based on previous complaint history, the observed events appeared to be consistent with potential driveline wire compromise. Following the second pump stop, the pump was able to regain and maintain the fixed speed for the remainder of the file. These pump stops are reported and investigated under MFR # 2916596-2020-01211. The driveline was connected on (B)(6) 2020 at 12:37, however, the pump speed remained at 0 rpm. Data captured prior to (B)(6) 2020 was consistent with the reported controller exchange. The last log file showed the controller being connected to the driveline on (B)(6) 2020. No other notable alarms were active in the log file. The hmii system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The driveline repair was reported under MFR # 2916596-2018-01451. Serial number was requested, but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file analysis showed a controller replacement on (B)(6) 2020. Noted a few unexplained power cable disconnects while on batteries, which can be caused by the battery clips. It was recommended to clean the battery clips and battery terminals. The patient presented herself indicating she had a short to shield. Patient had a driveline replacement a few months ago. Patient was told there was now a phase to phase short in her driveline. Previous vad center replaced her clips and controllers. The patient had the previous driveline repair on (B)(6) 2018; the returned portion of the driveline did not reveal any discontinuities or shorts. The log file submitted today did not show any pump stops related to a driveline issue.